Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip on his right side on or about (B)(6) 2006. (Left side was reported in a separate complaint.) Patient experienced pain and elevated levels of cobalt and chromium in his blood. There is no reported revision surgery for patients right side.

Event description:
**Update** (B)(4) 2013- sales rep reported revision surgery. Patient was revised to address pain and cup loosening.

Manufacturer narrative:
Depuy still considers this investigation closed.